Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the lens slightly scratched and degraded downstream occlusion (dso) seal was found due to an air bubble on the dso seal. The reported alarm was verified in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a degraded cam sensor and dso sensor. The cam sensor and dso sensor were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error message 41622 for perfusion initiation. There was unknown patient involvement and "unknown" patient harm.